Event description:
It was reported that a malfunction occurred on the pump, it was reported that the customer experienced an elevated blood glucose (bg) level of 527 mg/dl. The customer administered a correction injection using multiple daily injections and did not require third-party assistance. Technical support decided to replace the pump and advised the customer on using multiple daily injections as a backup therapy. The customer was informed they would receive a replacement pump with updated software.